Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable glucose results for one patient when comparing the results from two accu-chek inform ii meters and a result from the laboratory. At 9:54 am, the result from accu-chek inform ii serial number (B)(4) was 60 mg/dl. At 9:55 am, the result from the same meter was 51 mg/dl. At 9:57 am, the result from accu-chek inform ii serial number (B)(4) was 72 mg/dl. At 9:58 am, the result from the same meter was 75 mg/dl. At 10:35 am, a laboratory sample was drawn and the result was 135 mg/dl. The testing on the accu-chek inform ii meters was done by fingersticks. It was unknown which result was believed to be correct. It is unknown if any treatment was received based upon the results or if the patient was adversely affected. It was unknown if the meter results were all obtained using strips from the same vial. The meters and strips were requested to be returned for investigation.

Manufacturer narrative:
A specific root cause could not be determined as no product was returned for investigation.a possible cause for the difference in the results between the meters and the laboratory was the amount of time between the fingersticks and the laboratory draw.